Event description:
Stent did not deploy when inflated with insufflation device. No adverse event occurred. Stent was pulled out of body, and a different stent used successfully. FDA safety report ID # (B)(4).